Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure was confirmed and reproduced on generator connected to system. Visual inspection showed that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered an error c-30 on the integrated electrosurgical unit generator whenever the surgeon activated energy. The customer attempted to power cycle, reseated the cables, and hard power cycled but the issue persisted. The customer opted to use a third-party generator with external pedals to continue the case. The procedure was completed with no reported injury.